Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging the onetouch verio iq meter is giving inaccurate high reading of ¿6.8 mmol/l¿ (122 mg/dl) compared to another meter reading of ¿5.0 mmol/l¿ (90 mg/dl). This complaint is classified according to the documentation of the customer care advocate. On the day of the call at 3 pm, the patient was feeling dizzy and slow and tested right away to obtain the reported reading. There was no report of any required medical intervention to suggest a serious injury. The readings were made within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. Hence, this complaint is being reported.